Event description:
During a sleeve gastrectomy procedure, the allowable time for firing was exceeded for the titan sgs system which prompted the user to manually bail out the device. Complete stomach resection was achieved successfully prior to the time limit being exceeded. During manual bail out and using the bailout key provided, the user reset the knife, and was able to open the titan sgs jaws to release from the stomach. The user was unable to close the device using the bailout key, which resulted in requiring the trocar incision site to be increased approximately 1.5-2 inches to allow for the removal of the titan sgs with the jaws in the open position. There was a delay in procedure, approximately 10-15 minutes, but no patient injury or consequence other than extension of surgical incision < 2 inches.

Manufacturer narrative:
The device was returned to standard bariatrics for evaluation. Investigation found that there was damage to the closure system which led to the device being inoperable. The root cause was attributed to excessive force being applied by the user to the closure system while attempting to manually open the device using the bailout key; resulting in the device being stuck in the open position.